Event description:
The customer reported they obtained a false negative vitros anti-hbc result on a pt sample on the vitros eciq. The customer considered the positive results from another manufacturer's system to be truth. Biased results of the direction and magnitude observed could lead to inappropriate physician action. It is unk if the vitros result was reproducible, if it was reported, or if there were any allegations of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The investigation was unable to determine the root cause of the false negative vitros ahbc results, as the customer would not answer the investigation queries.